Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify under delivery anomaly due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had motor error alarm. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated he had a kidney transplanted and since then has had some high blood glucose. The customer was treated with bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery due to blood glucose was not go down. Customer stated that drive support cap was normal. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.